Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that their recharger has been "acting crazy" and is seeing no device found. Pt cleaned the contacts and already tried resetting the controller. They said the end of rtm look intact. They then said the rtm is getting "really hot" when charging. The issue was not resolved through troubleshooting. No symptoms were reported. Additional information was received from patient. It was reported that patient was recharging implant and recharging was taking longer than expected; pt mentioned that pt had charged for 1 hour and 1/2 and the implanted neurostimulator incremented from 50% to 90%. Patient services specialist confirmed pt was using new recharger antenna, that recharge speed was set at 4, checked pins in port on controller, and had pt reset controller; no damage detected on the controller port. Pt will call back if experiencing recharge speed issues in the future. Additional information was received form the patient. It was taking 1.5 hours to charge the ins from 40% to 90%. The controller battery showed low battery and was full to start. No symptoms were reported. Additional information received reported pt called back from number registered and said after receiving the rtm and li battery replacement, it was still taking them 1 hour and 45 minutes(yesterday and today) to recharge their ins 50% (used to be 20-25 minutes). Pt co nfirmed that the replacement rtm no longer heats up like the previous one did.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed no device found message. Scrapped due to failed bench test. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.